Event description:
Emergency medical technicians responded to a person diagnosed in cardiac arrest with a down time in excess of 2 hrs. The first ECG analysis rendered a shock advised decision. After the shock was administered, the subsequent analysis resulted in no shock advised decision on an asystolic rhythm. The rptr indicated the shock advised decision by the device was not appropriate given the pt's condition. The pt was not resuscitated. The rptr indicated the pt was not viable for resuscitation.